Event description:
Patient admitted for percutaneous coronary intervention of left anterior descending artery (lad) with rotablator. During rotablator procedure, burr became unable to rotate after 4th pass. Unable to remove burr from within stenosed area in lad. Company rep. Present. Doctors in case discussed options. Pt taken to or emergently to remove rotablator and for CABG.